Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture, drop in impedance, and sensing issue. Programming changes were made to disable high voltage therapy until lead revision procedure. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.